Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder overheated and smoked inside the leg. The staff immediately unplugged the device and removed from service. A replacement unit was to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon condition of jaw boots, the complaint for overheating and smoking is confirmed. The reported smoke is most likely due to hemopro jaw boots burning from device overheating, as reported. Resistance measurements, functional pre-cautery tests were conducted and the results from testing showed that no electrical non-conformities were found. The micro switch functioned properly when tested. The device met electrical product specifications. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.